Event description:
It was reported to covidien that there are display segments missing. There was no patient harm reported.

Manufacturer narrative:
Covidien verified the report of missing segments and isolated to the ui board. The board was replaced.